Event description:
The user facility reported that a needle broke during a needle aponeurotomoy procedure. The following information was provided by the user facility: following the break the physician was able to remove the needle without difficulty; no additional medical intervention was required; the procedure was completed successfully; and there was no reported impact to the patient.

Manufacturer narrative:
The involved device is not available for evaluation. Retained samples were visually examined and tested for both retention force of the needle cannula to the hub and for breakage of the steel cannula according to (B)(4). No defects were observed. In addition, all samples tested were confirmed to meet the performance specifications for both joint strength and for resistance to breakage. The device history record review did not indicate any production related problems. Although the cause for the reported needle break cannot be definitively determined based upon the available information, there is no indication that the event was related to a pre-existing device defect. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).